Event description:
Boston scientific received information that this right ventricular lead had dislodged. A lead revision procedure took place and the lead was repositioned successfully. No adverse patient effects were reported.

Manufacturer narrative:
The lead was repositioned and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.